Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they / the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer used juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was not disconnected during the prime sequence, and the pump passed a displacement test. The customer alleged pump over delivery despite the troubleshooting. The customer was using a competitor's sensor system. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).